Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the device failed to complete the defibrillation test and displayed the red x error and a recurring audio alarm. The alleged malfunction occurred outside of clinical use. No patient or user harm was reported. Remote support was provided, finding that the device log included the major errors 'defib test failure' and 'high voltage capacitor energy low'. These errors indicate a critical device failure and the customer was advised to remove the device from service. The customer was informed that the device in question is end of life and therefore no repairs or service can be furnished by philips. The device was not available for additional investigation. Because the device is out of warranty, cannot be repaired, and was returned to biomed, the cause of the reported problem is unknown and cannot be confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file (rmf) was performed and while no patient or user harm was reported in this case, the rmf indicates that clinical reoccurrence of this failure mode could cause or contribute to a serious injury or death. Therefore, this complaint is considered a reportable malfunction. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was advised their device was out of warranty and cannot be repaired. The customer was advised to remove the device from service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.